Manufacturer narrative:
Visual inspection of the returned device confirmed that it cleanly fractured in two parts in a medio-lateral (horizontal) direction along the flat shaped ¿d¿ hole. The reported issue is being/ has been investigated through an internal investigation. The lower level (lot 80575863) device history records for the femoral cr impactor pad, lot #62418774, were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the device. As the proper surgical technique was reportedly used, it was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad broke in half during use in surgery. Another device was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.